Event description:
It was reported that the right ventricular lead exhibited high thresholds and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The proximal and distal insulations were damaged from 28.5cm to 29.5 cm from the connector pin as a result of clavicular crush. The proximal coil was fractured at 29.5 cm from the helix end.